Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a total knee arthroplasty, the dyonics 25 day tube pumped an extremely large amount of liquid and was extremely loud. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. Visual inspection of the returned device did not identify any issues. A functional evaluation revealed that the pressure remained within 5 mmhg of the set pressure for a range of 40 mmhg to 150 mmhg. The flow rate remained below the set limit of 2.5 l/min. No pressure or flow issues were observed. The impeller was noisy during operation. The cassette was disassembled and noted corrosion on the impeller bearings. The design of the cassette allows fluid to contact the bearings in the impeller. This cassette is designed to only be used for a single day and corrosion and noisy impellers are expected observations as fluid remains in contact with the bearings over extended periods of time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed. The reported failure of extremely loud was confirmed and associated with a component failure of the impeller. Factors that could have contributed to the reported event include fluid contacting the bearings for an extended period of time. The reported failure of excessive fluid pumped was not confirmed since the reported malfunction was not duplicated during functional testing. Factors that could have contributed to excessive fluid include cannula selection or device set up. No containment or corrective actions are recommended at this time.